Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in four infusion sets, the plastic tubing came out at the quick release while the patient was taking it out during shower. The last detachment occurred a day before this report. The site location was left side of patient's belly and the pump was worn on the same side as the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.